Event description:
It was reported that during an open colectomy procedure, on the first firing the instrument cut but did not form staples correctly. The instrument cut but the staples die not form. Md used another instrument to complete the procedure and the resection of the right colon. No patient consequences.